Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the ace catheter was found kinked and was not used.

Manufacturer narrative:
Result: the 5max ace was fractured approximately 4.7 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was kinked. Evaluation of the returned device revealed that the 5max ace was fractured 4.7 cm from the hub. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.